Manufacturer narrative:
The complaint could not be confirmed due to no fingerstick bg value being recorded or reported and no sensor values being mentioned for comparison. After reviewing the in-vivo data, it was apparent that the user did not calibrate the sensor using values obtained by fingerstick measurements. Consecutive false calibrations significantly diminish sensor accuracy and could lead to inaccurate sensor reading. In an associated case reported by the user, the user acknowledged avoiding testing with the bg meter and was willing to integrate good calibration practices to avoid sensor performance disruptions. Overall, the sensor performance evaluation concluded that the sensor was performing within expectations. The user didn't seek medical treatment and resolved the event by dosing insulin. Per dms, the user is currently using the system with up-to-date information. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 67, 18.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced a hyperglycemia event with no alert asserted by the system due to a sensor inaccuracy.